Manufacturer narrative:
The fill patient identifier is (B)(6). The customer did not provide patient demographics such as weight, ethnicity or race. Customer telephone number is (B)(6). The access sars-cov-2 igg reagent was not returned for evaluation. No hardware errors, flags or other assay issues were reported in conjunction with this event. System performance indicators such as system check, calibration and quality control were passing within specifications at the time of the event. Two patient samples (sample 1 and sample 2) were sent in to the beckman coulter complaint handling unit (chu) testing laboratory for investigation. The sample was tested with the access sars-cov-2 igg assay, and the access sars-cov-2 igm assay. The chu laboratory obtained reactive results for sample 1, and non-reactive results for sample 2. The customer's results were not confirmed. In conclusion, the cause of this event cannot be determined with the information provided.

Event description:
On (B)(6) 2020, the customer reported erroneous repeatable non-reactive sars-cov-2 (access sars-cov-2 igg assay, part number c58961 and lot number 971197) patient result was generated on the customer's dxi 600 immunoassay analyzer (part number a30260 and serial number (B)(4)). The customer did not indicate whether the result was reported out of the laboratory, and there was no report of change to patient treatment, or management as a result of the erroneous non-reactive sars-cov-2 test results. Quality control was passing within specifications at the time of the event. No hardware errors or issues with other assays were reported in conjunction with this event. There were no issues with sample integrity reported by the customer. Sample collection, handling and processing information such as sample type, sample volume collected, centrifugation, storage and other sample related information was not provided by the customer.